Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is malfunctioning. When the customer was in the behavior health hospital, her blood glucose was dropping low to 30 mg/dl. Customer stated that her current blood glucose is 157 mg/dl. Customer treated with glucose tablets.